Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on august 13, 2024. With lot number 2705035. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required.

Event description:
Healthcare professional reported rupture of right implant diagnosed via ultrasound. The device has been explanted and replaced with non-abbvie device. This record relates to the right side.

Manufacturer narrative:
Continued e1 (phone number): +(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture of right implant diagnosed via ultrasound. The device has been explanted and replaced with non-abbvie device. This record relates to the right side.